Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 425 mg/dl. Customer did not experienced the symptoms due to high blood glucose. Troubleshooting was declined for high blood glucose and under delivery. Auto mode feature was used during the time of event. Customer stated they had battery connection issue and received battery cap replacement. The insulin pump will not be returned for analysis.